Manufacturer narrative:
Actual devices received and being evaluated. Results not yet available. Follow up report to be filed at completion of evaluation.

Event description:
Customer reported that when inserting a feeding tube, it was blocked. Parents attempted to insert a new tube three different times. The third attempt was successful. This caused the child to have vomiting and stomach irritation. No medical follow-up was required.